Event description:
On (B)(6) 2009, the pt reported the needle on his insulin infusion set is bent. He stated he noticed this prior to inserting the headset. He did not notice any damage to the packaging or box. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.